Manufacturer narrative:
The ge rep conducted an onsite investigation. The service rep reloaded the software and ordered a new image intensifier. The customer will replace the image intensifier. The system is operating as intended.

Event description:
The customer reported that the images did not match the pt data on the 8800 system. No pt injury was reported.